Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for radiculopathy and spinal pain. Information was reported that the patient said they put her device in, and then about a year after it was implanted the patient got a call from their doctor that the device had been recalled and needed to be replaced. The caller does not know what the recall was for or what was wrong with it. No further complications were reported. No patient symptoms were reported.